Manufacturer narrative:
Corrected data: in review, it was noted that the following sentence " no other complaints have been received for this production order number" was entered in the initial emdr report for the complaint history review which is incorrect and the information has been corrected in this supplemental report as follows: complaint history review: a search in complaint system revealed two additional complaints/investigations for this production order number that were coded for ¿haptic damaged¿. These complaints/investigations were not related to the codes used in this investigation. Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer section d9: returned to manufacturer on: mar 4, 2021 device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens, however this can be attributed to receiving the lens wrapped in gauze and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Additional information: additional information received from the account indicated that the doctor picked the lens power and later discovered he needed a different power about a post-op check. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no nonconformity report was found during process related to the complaint issue reported. The lens diopter results obtained from the miq electronic system show that this production order (po) was released within diopter specifications. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure due to incorrect power implanted. There was no surgical/medical interventions such as incision enlargement, vitrectomy, or sutures required. A replacement lens of the same model (21.5) diopter was used. The patient outcome was reported to be fine. No further information was provided.